Event description:
The pump was returned to animas. Investigation revealed contamination under the button contacts. This report is made based on the results of investigation.

Manufacturer narrative:
Follow-up # 1 (B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. The button symbols were found to be worn but the keypad was found to be intact. The up, down, and contrast buttons were found to be intermittently responsive. The keypad was removed and contamination was observed under all of the button contacts. (B)(6).